Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: reaction to metal on metal articulation. Main source of metal denies appears to be neck trunnion. Major significant tissue staining, atrophy of soft tissue including abductor soft tissue. Significant pseudo tumor and significant amounts of granular tissue. Significant pelvic bone loss. Femoral component insitu however acetabular and entire articulating surface revised and replaced. 157012135; summit size 7h duofix femoral component; lot no:a38e11000- still implanted.